Event description:
The pt underwent revision surgery for an open circuit was attributed to the lead. Prior to revision surgery, impedance measurements showed there were no suspected short circuits. The implantable neurostimulator battery was 75% full. The implantable neurostimulator was interrogated prior to closing the surgical incision. Interrogation showed that the implantable neurostimulator was discharged. The device had been turned off. Pt symptoms and additional device troubleshooting was not reported. A follow-up report will be submitted if additional info becomes available.